Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rated test was performed with no issues noted. The flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate under infused therapy solution. The expected run time for therapy was 54 minutes; however, the device ran longer than 1 hour and 50 minutes. The device was filled with a total volume 225ml of meropenem. There was no patient injury or medical intervention associated with this event. No additional information is available.